Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the sales rep that during an arthroscopic rotator cuff repair (arcr) for shoulder rotator cuff tear surgical procedure on (B)(6) 2023 the cordcutter device output continued to be produced even after the hand switch was released. The issue occurred during the first thirty minutes of use. Although the connector was unplugged and reinserted. A ¿cut/coag stuck¿ error message was displayed, and the hand switch could no longer be used. The surgeon switched to a foot switch, and it worked. Therefore, the foot switch was used. The surgery was completed successfully within a thirty minute delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual and functional inspection of the device received. The complaint device was received and evaluated in juarez lab. Visual inspection revealed that the device was in used condition. The electrode tip does not show structural anomalies. The cable is in good condition as well as the connector and pins. The buttons do not show anomalies. Suction tube in a normal shape. To test its functionality, the electrode was connected to the vapr vue test generator, and it was recognized immediately, the default values were displayed correctly, no alert messages were displayed. The ablation function was activated several times in its maximum power for one minute each test, and it worked as intended. Under coagulation function, the electrode was activated several times in its maximum power for one minute each test, and the coagulation function work as expected. The three buttons section were tested and no anomalies could be identified. Also, a vapr 3 test footswitch was used, and the device worked as intended as well. The overall complaint was unconfirmed as the observed condition of the vapr tripolar 90 suction elect would not contribute to the complained device issue.¿ based on the investigation findings and since the device passed visual and functional testing it was conclude that there is no enough evidence to adjudicate a root cause for the issue experienced by the customer. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device lot number: u2402026, and no non-conformances were identified.